Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volumetric testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A review of the event history log could not identify the failure. An external/internal inspection was performed with no issues noted. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric testing. Test article, piston foam, was installed and the device passed subsequent volumetric testing. The evaluation revealed the cause of the failure to be deteriorated piston foam and a cracked door piston. The piston foam and door piston were to be scrapped and the device was sent for servicing. A review of the device service history revealed that the piston foam had been replaced during previous servicing. Should additional relevant information become available, a follow-up report will be submitted.